Event description:
An optometrist reported a case of loose epithelium, observed superiorly on a pt's left eye nine days post photo refractive keratectomy (prk). Reported indicated the loose epithelial cells were removed and a new bandage contact lens was placed on the eye. Pt noted an increase of pain and discomfort. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).